Manufacturer narrative:
Device evaluated by MFR: one device was received in a generic plastic bag. After visual inspection before decontamination process, device presents the distal tip damage and kinks along the body. The visual inspection was performed and the device presents a fracture located at 178.5cm from the proximal end. Spring tip was not returned. Additionally, a kink at 39 cm, 47.5cm , 57 cm, 17cm from the proximal end. Also there is presence of scratch coating at 33cm from the proximal end. The dowel test was performed and no anomalies were found. The ptfe was properly attached to the guidewire. All outer diameter measurements are within the specifications. The unit was sent to external analysis to determine the fracture mode. Mtac report states the following conclusions: failure occurred due to a fatigue event in a bending moment. No material anomalies were found. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Same patient as MDR ID 2134265-2012-01994. It was reported that during a percutaneous coronary intervention (pci) a luge guidewire fracture occurred. A luge guidewire was placed in the left obtuse marginal 1 (om1) and a second luge guidewire was placed in the circumflex branch. A pre-dilatation was made with an unspecified balloon in the om1, but the first luge guidewire looped and the 3cm distal part/ tip of the luge guidewire broke off inside the patient. After trying to remove the tip with a snare the second luge guidewire looped and broke. The patient was treated with aspirin/ clopidogrel and marevan. The patient's status was reported as stable.

Event description:
Same patient as MDR ID 2134265-2012-01994. It was reported that during a percutaneous coronary intervention (pci) a luge guidewire fracture occurred. A luge guidewire was placed in the left obtuse marginal 1 (om1) and a second luge guidewire was placed in the circumflex branch. A pre-dilatation was made with an unspecified balloon in the om1, but the first luge guidewire looped and the 3cm distal part/ tip of the luge guidewire broke off inside the patient. After trying to remove the tip with a snare the second luge guidewire looped and broke. The patient was treated with aspirin/ clopidogrel and marevan. The patient's status was reported as stable.